Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)), note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016- patient was diagnosed with incarcerated periumbilical/ ventral hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps. Per op notes, ¿large amount of adhesions to the anterior abdominal wall consisting of omentum was identified and the adhesions were lysed. Then noticed previously placed intra-abdominal mesh adjacent to the large defect with omentum. The omentum was reduced and a ventralight st using echo ps was placed against the anterior abdominal wall overlapping the hernia defect and tacked¿. (Note: the previously placed intra-abdominal mesh seen during this procedure was unknown). (B)(6) 2020- patient was diagnosed with strangulated ventral hernia, thereby underwent open repair and adhesiolysis. Per op notes, ¿a hernia sac surrounded by a purulent pocket was excised. Strangulated bowel was identified¿.